Event description:
It was reported that patient's recharger has been plugged in for two hours and it still shows no charge. Patient did not see any visible damage to the desktop charger. Patient representative said, the patient told her today that the recharger was not working. When they came to the patient's house this morning the patient was seeing a triangle with an exclamation mark in the upper left hand corner and an empty battery on top of the recharger. The green light was on the ac power supply. On the call the patient representative tried to charge the implanted neurostimulator with the recharger plugged into the desktop charger and got the same message. Had patient representative press the green button to charge and nothing came up on the screen, and the battery was empty. The issue was not resolved through troubleshooting. Sent an email to repair to replace the desktop charger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis of desktop charger ( serial no # (B)(6) ) found " broken connector pins at the end of the cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.